Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that following 11 hours of use with the listed device, leakage of the cuff occurred. Reporter stated that the leak check was performed prior to use. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. The returned sample was visually examined and found to have a tear on the surface of the cuff component. The review of production processes and equipment did not identify any discrepancies or practices that would induce the type of damage seen. The reported issue could not be attributed to an intrinsic device problem. However, the manufacturing facility has identified a corrective action to further investigate potential for cuff leakage for this device type. At this time, several actions have been implemented, including notification to production personnel and revision of the cuff leakage test procedure.